Event description:
It was reported that the patient was going to have his vns explanted due to pain at the generator site. The site was not red and stimulation was off (due to the chest pain), but the pain was still present. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
The physician believed that the pain was most likely related to the presence of the device, and the explant surgery was done to determine if the pain was caused by the device. The patient's device was explanted, but product return and analysis are not necessary as the event was not related to the delivery of therapy or functionality of the device. No further relevant information has been received to date.